Event description:
It was reported that within 24 hours of implant, the left ventricular (lv) lead showed an increase in acute pacing threshold settings to a high threshold and a x-ray indicated the lv lead had pulled back, or dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.